Event description:
It was reported the catheter was broken at the spinal anchor site. The broken catheter was discovered during a pump replacement due to end of service of the device. A new spinal segment of catheter was implanted. The pt did not experience any symptoms related to the broken catheter and recovered without sequela. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.